Event description:
It was reported that the cartridge leaked insulin into the cartridge compartment.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The cartridge was returned to animas. No results code for cartridge. The cartridge was visually inspected with no damages or defects found. A leak test was performed during which continuous air bubbles were forming around the plunger area of the cartridge. When examined under a microscope, a crack was confirmed on the plunger.